Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and was unable to capture bipolar at maximum outputs. It was also reported that high impedance was observed and a possible fracture was suspected. The ra lead was reprogrammed, capped and replaced. The implanter believed that the screw extended too quickly and with minimum effort while not actively trying to screw it out on the lead which was the replacement for the fractured ra lead. This lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.